Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced high blood glucose after a meal, with a peak of 390 mg/dl despite a supply change, and disclosed announcing the meal approximately 40 minutes after eating; education was provided to announce meals immediately before eating or within 15 minutes, consistent with troubleshooting for a missed meal announcement and a user-interface related use pattern. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving a missed/ delayed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.